Event description:
It was reported that non-sustained lead noise due to post paced t wave oversensing on the ventricular channel was observed via merlin at home transmission. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
.